Event description:
No additional information is available.

Manufacturer narrative:
Distribution history a review of the history distribution could not be performed because the lot/serial number was not provided. Manufacturing record review a review of the device history record could not be performed because the lot/serial number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot/serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history related to "infection" shows 31 similar reported complaints including the one under investigation. None of the complaints reviewed were confirmed. Product receipt the complaint product was not returned to csi. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. There was no additional information provided by the client as of photos or videos . If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause no root cause is defined for this issue as it is not confirmed since there is no evidence that the unit was damaged in the manufacturing process as neither the device is provided for review nor the lot number. In the IFU infection is under the adverse reactions listed however, it is uncertain if the device is the cause of the condition. The IFU also mentions the correct closure technic and the proper way to avoid superficial and external placement. Corrective action: coopersurgical will continue to monitor this complaint condition for trends. No corrective action is necessary as the complaint is not confirmed.

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the customer that she underwent a caesarean section on may 12th, 2023 were the insorb staples were used for closure of the surgical site. Customer alleges that within two weeks her wound re-opened, puss was discharged, and staples began to expel from skin. Obstetrician clipped 0ff visible staples at four weeks. Customer states she suffered fever of 101 degrees and was given antibiotics for infection. At ten months post surgery, customer states that she can still feel staples and squeeze parts of the staples out of skin. Patient suffers skin irritation and unsightly scarring. Multiple attempts have been made for additional information, but none has been provided. 2030 insorb stapler 2024-04-0000238.